Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, resulting in a "high" reading. The customer managed the high blood glucose level by administering a correction bolus via the pump after resetting it. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer reverted to an alternate method of insulin therapy.